Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was blocked after implantation and the device was revised. Date of implant and initial settings are unknown. Post implantation, blockage was suspected and was confirmed with contrast injection. The revision surgery was performed with new valve (lp-2006). It has already been explained to the surgeon that sterilization at the time of investigation, so may not be able to reproduce the situation. The surgeon commented that probably due to a malfunction of a valve such as adhesion of some living tissue, the valve was blocked. No further information was provided by the hospital.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was testing; no issues found. The siphon guard was removed. The valve was then pressure tested and passed the test. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.